Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 53, warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod less than an hour. The customer reported the cannula insertion needle deployed early.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The cannula was deployed. No issues were found that would result in a needle deploying early. Corrected serial number: (B)(4) to (B)(4).